Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had prime anomaly. No harm requiring medical intervention was reported. Customer stated insulin pump was not working fill tubing. Customer stated that they are unable to exit the preparing to prime loop. Customer to hold down act until they receive second series of beeps or numbers appear on the display. Customer stated that it did the beep but it stays on the screen she tried to reset the battery and still having the same issue. The insulin pump will be returned for analysis.